Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head / cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the head and cup and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Without the supporting lab/pathology results or relevant imaging, the root cause of the reported pseudotumor cannot be confirmed and it cannot be concluded that the reported pseudotumor was associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. The outcome of the sciatic nerve after excising the pseudotumor is unknown. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed due to severe pain, failed left hip resurfacing, pseudotumor, elevated levels of cobalt and chromium, stiffness, loss of mobility, and metallosis.